Event description:
Information was received that increased capture threshold resulted in loss of capture.

Event description:
Increased capture threshold and decreased pacing impedance were observed on the right ventricular (rv) lead. The suspected cause of the event is due to insulation damage, although not confirmed. No intervention has been performed. The patient is stable.